Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Result of investigation: service technician was unable to duplicate tidal volume inconsistent on test lung. All testing performed using a good known test patient circuit as well as a good known ac adapter. Ventilator passed all tidal volume test from ltv final test. Ventilator also passed volume operation test from general checkout. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator was sent in due to tidal volume inconsistant on test lung in biomed shop. There is no patient involvement associated with this issue.